Event description:
It was reported that the device provided inaccurate measurements. The device values showed 275 ml but the pt voided 50 ml. No pt injury was reported.

Manufacturer narrative:
The reported issue was not confirmed. The probe was tested on a bladder phantom; all scans were within published range.